Event description:
The subject device was returned from a user facility to an olympus service center with no alleged complaint. The device is an olympus loaner. There was no patient or user injury reported. Upon inspection and testing of the returned device, foreign material was observed protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation of the device (foreign material).

Manufacturer narrative:
During inspection and testing, service concluded the foreign material found in the air/water nozzle was a white plastic material that did not originate from the olympus endoscope. In addition, service found the adhesive on the light cover glasses was worn, the adhesive on the optical cover glass was uneven, the adhesive on the distal end was detached, and there was a hole in a switch button. The water flow, the water removal capacity, the air channel volume, and the water channel volume were out of specification due to the clogged nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the clogged nozzle could not be determined at this time. The investigation could not confirm the origin of the foreign material. It is possible that the foreign material could not be removed even though the user reprocessed properly in accordance with instructions for use (IFU). The following information is stated in the instructions for use (IFU) regarding reprocessing: "precleaning the endoscope and accessories: flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manual cleaning: clean the external surface. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution" olympus will continue to monitor field performance for this device.